Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported the patient was experiencing a current line blocked alarm. The pwd had previously changed supplies the evening prior. When the alarm sounded, the patient followed the on-screen instructions. However, the alarm persisted. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.